Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03375. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that due to mesh erosion, pain and dyspareunia the patient underwent removal on (B)(6) 2008 and (B)(6) 2009. (B)(4) - dyspareunia.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent burch abdominal colpopexy with an associated diagnostic cystoscopy and vaginal excision of apical mesh on (B)(6) 2013 due to sui and pelvic pain. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary retention. (B)(4).

Event description:
It was reported that following insertion the patient experienced urinary retention.